Manufacturer narrative:
(B)(4).

Event description:
The patient¿s family member or friend reported that the device was implanted in the patient due to parkinson¿s disease. The battery was found depleted and a replacement was performed. It was unknown what type of battery depletion occurred. It was unknown if the patient was in cycling or continuous mode. The patient currently was on treatment use device. If additional information is received, a follow up report will be sent.